Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter was froze on the wire. A 2.25 x 28mm synergy ii drug-eluting stent was selected for use to treat the lesion. The stent was delivered over a non-bsc guide wire. The wire appeared to be kinked at the end where the stent was loaded. The stent was advanced a few inches until the monorail portion was stuck on the wire. The physician then tried to remove the stent and the tip of the catheter was stuck on the wire outside the patient. The entire wire and stent delivery system were removed and the procedure was completed with a different wire and another synergy stent. No patient complications were reported.